Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Customer did not return the test strips. The customer stores the test strips in the bathroom which is not recommended in the owner's booklet guide. Most likely underlying root cause of malfunction: user's test strip had poor storage.

Event description:
Customer complains of lo results. Customer states that he feels well and requires no medical attention. The customer's expected blood result is 120-150mg/dl fasting. Verified the strips expired 5/31/2018. Customer confirms the strips have been stored in the bathroom and were first opened (B)(6) 2015. Reviewed meter memory: (B)(6). Memory concerns: all of the readings are of a concern in the meters memory.